Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report # 2183959-2012-01448. It was reported by the plaintiff's attorney that the plaintiff was implanted with pelvis mesh product "ams monarc subfascial hammock" on (B)(6) 2006. The plaintiff's attorney alleges the plaintiff has experienced "significant mental and physical pain and suffering, have sustained permanent injury, have undergone medical treatment and will likely undergo further medical treatment and procedures."